Event description:
It was reported that during device preparation set-up and prior to use in the procedure of the heavily calcified, 90% stenosed, distal left anterior descending artery, the copilot was to be used but the bleedback control valve cap leaked and could not be tightened. A second abbott copilot control valve was used without incident. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Device was to return, now it is not returning. It was reported that the device was being returned for evaluation, subsequent information received stated the device was discarded and is no longer available. It is indicated that the device is not returning therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Additionally, a review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.